Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reportsthat 3 months after the dental implant was placed in the patient's mouth in ada site #23 local infection as well as non- osseointegration was observed. The patient presented with infection, pain as well as mobility. The clinician staes that torque was not reached at initial placement/did not integrate into bone. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that 3 months after the dental implant was placed in the patient's mouth in ada site #23 local infection as well as non- osseointegration was observed. The patient presented with infection, pain as well as mobility. The clinician states that torque was not reached at initial placement/did not integrate into bone. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.